Event description:
Reportedly, this pump was in use for a post-operative above-knee amputation patient. The pca pump was stopped in order to transition the patient onto oral pain medication. The pump remained attached to the patient. Approx. One half hour after the oral medication had been given, the patient was in respiratory arrest. The pt. Was intubated, given narcan, and transferred to a local hospital with an ICU for continued care. The syringe was locked in a cabinet during this resuscitation. Subsequently, the syringe was found to be filled with approx. 50 ml of air and 10 ml of meperidine. It is also reported that the plunger was found in the full up position in the pump and loaded properly. The patient recovered from this event.